Manufacturer narrative:
Batch review performed on 18 january 2021: lot 163570: (B)(4) items manufactured and released on 25-july-2016. Expiration date: 2021-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. Another similar event has been reported. Additional device involved: batch review performed on 18 january 2021: cup: mpact 01.32.150mb double mobility acetabular shell ø50 (k143453)lot. 160428: (B)(4) items manufactured and released on 04-april-2016. Expiration date: 2021-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery due to stem loosening, 4 years 4 months after the primary. Tests showed that the patient had an allergic reaction to nickel. The surgeon revised all components and the surgery was completed successfully.